Manufacturer narrative:
The insulin pump was received with cracked end cap and cracked reservoir tube lip. There was no broken battery compartment on the insulin pump.

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised the battery compartment side was broken. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.